Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering insulin and stopped bolus. The customer¿s blood glucose value was 200 mg/dl at the time of incident. The customer stated that insulin pump did not deliver bolus which were programmed. The customer was advised to discontinue use and revert to back up plan. The insulin pump will not be returned for analysis.